Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus link 2.4 meter and in-house contour plus test strips from lot #s 2bqhh14a and 2gqhh03c using bloods sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer called from mexico to report that she obtained blood glucose readings of 20 mg/dl at 9:04 a.m. And 135 mg/dl at 9:05 a.m. With the contour plus link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.